Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient's shoulder was revised due to dislocation of the humeral component from the glenoid. The humeral stem, poly, and glenoid were revised.